Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An unknown ceramic head and poly hip bearing were returned and evaluated against the complaint. The devices remain assembled. The head rotates freely inside the bearing. The outer radius, rim and taper of the head are scratched. The outer radius of the bearing has been worn such that grooves have been indented into the outer radius. The outer radius also exhibits various scratches. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An unknown ceramic head and poly hip bearing were returned and evaluated against the complaint. The devices remain assembled. The head rotates freely inside the bearing. The outer radius, rim and taper of the head are scratched. The outer radius of the bearing has been worn such that grooves have been indented into the outer radius. The outer radius also exhibits various scratches. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk m2a magnum cup, lot: unk. Part: unk, unk m2a taper, lot: unk. Part: unk, unk m2a stem, lot: unk. Part: unk, unk ceramic head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-02926. Stem: 0001825034-2019-02927. Taper: 0001825034-2019-02928. Head: 0001825034-2019-02930.

Event description:
It was reported that a patient underwent a revision procedure on left hip. Subsequently, it was allegedly reported that the patient suffered a severe hematoma that has complicated her recovery and her quality of life. Attempts have been made and no further information has been provided.